Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30.dec.2008, part #03.226.004, lot #2423719, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the returned instrument was inspected and the complaint condition was able to be confirmed as the tip was found to be broken and missing a portion of the tip (approximate size 1.3mm x 2.3mm). A definitive root cause was unable to be determined however the failure mode is consistent with the application of excessive force during removal. This investigation summary is approve. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) for an olecranon fracture, while tightening a screw, a cannulated sleeve for 3.0 mm headless compression screwdriver, tip cracked. There were no fragments generated. Another part was available, a 10 minute surgical delay was reported. No further patient harm reported. Procedure was completed successfully. No additional information was available. The device was returned for investigation and it was reported that an inspection of the device found the tip broken. It was additionally noted that a portion of the tip, approximately 1.3mm x 2.3mm in size, was missing. This report is 1 of 1 for (B)(4).